Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system and 27mm watchman flx laa closure device and delivery system were used. After the closure device was deployed and released, a thrombus was noted on the treaded insert of the closure device. An attempt to aspirate the clot was unsuccessful. The patient remained in the hospital for a few days for monitoring and was discharged home without any neurological side effects. The patient will remain on full strength oral anticoagulant medication.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system and 27mm watchman flx laa closure device and delivery system were used. After the closure device was deployed and released, a thrombus was noted on the treaded insert of the closure device. An attempt to aspirate the clot was unsuccessful. The patient remined in the hospital for a few days for monitoring and was discharged home without any neurological side effects. The patient will remain on full strength oral anticoagulant medication. It was further reported that the patient had a chads vasc score of 3 and their activated clotting time (act) was 250 seconds during the procedure. The patient's ejection fraction was 60% and they had paroxysmal atrial fibrillation. The patient was on aspirin only prior to the procedure. A transesophageal echocardiogram (tee) was used to identify the mobile thrombus.